Event description:
The user facility reported that they had one event of blood past the plunger. There was blood exposure but not to mucous membranes. The clinician did not require any treatment beyond cleaning of the exposed area.